Event description:
Distributor reported that hospitalized patient received incessant "noise" alarms. Distributor exchanged electrode belt but patient continued receiving alarms. The new ECG baseline was not clean in appearance and was of excessive length. Distributor exchanged monitor and repeated baseline procedure without improvement. The same equipment when tested subsequently on a distributor rep. Performed normally.